Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the detached distal tip remains in the patient and the rest of the catheter was discarded. (B)(4).

Manufacturer narrative:
Reference cer (B)(4) follow-up 1.

Event description:
Treatment of a large avm (arteriovenous malformation) in the left temporal lobe/left middle meningeal artery. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the procedure, it was reported the physician was navigating the apollo catheter through the smaller feeding branches that had a lot of tortuosity. The physician was able to advance the catheter half way to the desired location when resistances was encountered either due to the vessel size, tortuosity, larger od (outer diameter) of the detachment zone, or some combination. The catheter doubled over on itself just proximal to the detachment zone due to the tracking issues. An attempt was made to remove the excess catheter slack, but the catheter tip detached as it was pulled back. The physician believed the catheter tip detached due to the tortuosity. The detached catheter tip was left inside the patient as it was in the vessel that was to be embolized with onyx anyways. Since this is a large avm, the patient was to continue with staged embolization treatment in the weeks to come. No patient injury was reported as a result of the procedure.